Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, it was used for 2 hours normally. Once the battery was exchanged, when squeezing the grey grip to close the jaws, it was not squeezed as usual, and the surgeon felt soft. Although the device worked normally, as the surgeon concerned whether he could judge the jaws was completely closed through the laparoscope monitor, a tissue damage was noted and less than 200 cc of bleeding occurred as a result of the issue. No blood transfusion was required. A new dissector was used to continue the procedure. The status of the patient is under observation.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition of the device being difficult / impossible to close was confirmed, whereas the other two conditions were not conformed. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light-emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were not acceptable. Engineering reviewed this device with pmv. The device provided the appropriate tones upon start up and assemble of the system. The device was activated jaws open in a liquid bath and did result in mechanical motion of the probe with normal tones. The device was activated on a soaked shammy jaws closed. The device provided mechanical motion along with activation tones, and cut through the shammy, as expected. The device was tested f or jaw force and button force and passed these specifications. The device was disassembled and all components appeared to be intact, assembled correctly, and functioning as expected. The device appears to be working as intended within specification. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, it was used for 2 hours normally. Once the battery was exchanged, when squeeze the grey grip to close the jaws, it was not squeezed as usual, and the surgeon felt soft. Although the device worked normally, as the surgeon concerned whether he could judge the jaws was completely closed through the laparoscope monitor, a tissue damage was noted and less than 200 cc of bleeding occurred as a result of the issue. No blood transfusion was required. A new dissector was used to continue the procedure. There was no patient injury.